Manufacturer narrative:
Concomitant product: 407652, lead; 429688, lead, implanted: (B)(6) 2014. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed a pocket hematoma and there was bleeding and pain. The patient was treated with antibiotics and the hematoma was evacuated. Six days following the evacuation, the patient presented to the emergency room with a pocket hematoma and a deep surgical site incisional infection. Additionally, interrogation revealed the left ventricular (lv) lead was not capturing at high output and the patient's heart failure worsened. The lv lead "was turned off." Also reported, the patient gained twelve pounds and became very dyspneic. A chest radiograph revealed there was subcutaneous gas surrounding the device. The implantable cardioverter defibrillator (ICD) system was removed and replaced. Of note, it was determined the event was related to the evacuation procedure. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.